Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that shortly after implant, this right ventricular (rv) lead was explanted and replaced as a perforation was identified. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid in the helix housing, but no abnormalities were identified. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Additionally, a stylet insertion test was performed and passed without problems, indicating no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. No lead performance concerns were noted that would have resulted in an increased risk of perforation; however, perforation is a known inherent risk of intravenous lead implantation.

Event description:
It was reported that shortly after implant, this right ventricular (rv) lead was explanted and replaced as a perforation was identified. No additional adverse patient effects were reported. The lead was returned for analysis.